Event description:
It was reported that the pt had a laceration of a vessel. Additional info was received on 04/09/2010 from the sales rep, stating that the customer reports, this event involved a female, pt, with no other pt info. The catheter was placed via left subclavian without event. Everything was fine for the first 8 hours. Later and suddenly they found liquid in the thorax. They discovered the left innominate vein had become broken by the catheter and as a result, the catheter was withdrawn. The vein was repaired and the surgery was finished. The pt is fine. There were no further reported consequences to the pt. Later in the afternoon on (B)(6) 2010, further info was received from the sales rep stating this surgery was a 100% not guided with ultrasound. Surgery was already in process for 8 hours when liquid began to flow in to the thorax. It was confirmed by the physician that the laceration did not occur at the time of insertion. The laceration was repaired by the physician by suturing the vessel and the use of dermabond. Another (B)(4) was not inserted into the pt because the catheter was no longer needed. The surgery was concluded.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.